Event description:
The reporter stated that the surgeon was inserting a three piece silicone model aq2003v and a haptic tore off. The surgeon enlarged the incision minimally to remove and replace the lens with another model lens, no suture required.

Manufacturer narrative:
A visual inspection of the returned product shows one haptic is torn off and missing. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.